Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
Related manufacturer reference number: 3006705815-2019-04616. It was reported that one lead moved about a month and half ago. The lead migrated anterior. On (B)(6) 2019, a lead revision took place. The physician replaced the one lead. Therapy was restored.

Manufacturer narrative:
The event of lead explant/replacement due to lead migration was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.